Manufacturer narrative:
The following results are from the returned customer strips tested on a retention meter with high level qc controls. Testing results (qc range: 2.5 - 3.1 inr): qc 1: 2.8 inr, qc 2: 2.8 inr, qc 3: 2.7 inr.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter received a questionable high result from coaguchek xs meter serial number (B)(4). The result from the meter was 5.7 inr. The result from a laboratory using an unknown method was 3.9 inr. There was no allegation of an adverse event. The therapeutic range was 2-3 inr. One vial of test strip lot 334500-11 was received for investigation. The test strips and vial showed no defects. The returned test strips were measured on reference meters with a high level control sample: control sample lot 38782900. Specified target range 2.5-3.1 inr (±11.5% around the lot specific target value of the complained test strip lot / control lot combination). Number of repeat measurements: 3. All inr values were within the specified target ranges, confirming the functionality of the complained coaguchek test strips. No error messages occurred. Relevant retention test strips (lot 334500) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The returned customer material and retention material comply with the specification.